Manufacturer narrative:
Several attempts were made to obtain additional information; however, the office remained unresponsive. The office was contacted on 09/14/2011, 09/16/2011, and 09/19/2011 to confirm the total number of incidences and to provide patient identifiers for the fifteen (15) incidences allegedly involved. On (B)(6) 2011, the office was contacted again to obtain patient information for the alleged fifteen (15) incidences. The office employee stated she could not confirm there were actually fifteen (15) incidences involved and was not definitive as to how many patients were involved either. The fifteen (15) alleged reported incidences could not be confirmed. One (1) MDR will be submitted for serious injury because it is unconfirmed fifteen (15) incidences had occurred. The doctor recemented the crown with a different product without further incident. The product was returned empty; therefore, no testing evaluation could be performed. An evaluation was performed on the retain sample from the same lot and all results were within specification; also the dhrs were evaluated and found that the product was released within qa specifications.

Event description:
On (B)(6), 2011, a doctor alleged that fifteen (15) crowns that had been cemented with breeze cement fell off.